Manufacturer narrative:
Continuation of d10: product ID b3301542 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that when the patient were just sitting down they felt a shock on the top of their head and when they touched their head it was painful. It was unknown whether any external factors may have led or contributed to the issue. The patient went to their usual neurologist and had the battery checked. The patient reported it was fine. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient is fine. Possible factors were increased life stress, anxiety, not sleeping, not exercising, etc. Patient's device was checked by the clinician and it was normal.